Event description:
The customer was hospitalized for high blood sugar levels. It was indicated that family member believes that the cause of event was a site issue. The customer has scar tissue in abdomen. At the hospital, the customer was treated with a manual injection. Troubleshooting was done on the pump and it passed the functional tests.